Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a shocking/jolting sensation after going through a (B)(6) security gate. The shocking did not stop when she turned off the device, so the patient went to the emergency room. The patient planned to see her urologist the following morning. Additional information has been requested.